Event description:
It was reported that during an endoscopic sphincterectomy (est) procedure, resistance advancing over the guidewire occurred. A jag precursor ang b2 guidewire had been advanced to an unspecified biliary location. A non-bsc cutting wire and scope had been used successfully with the guidewire. The physician then attempted to advance an unspecified type of bsc brush over the guidewire but encountered resistance. The procedure was completed with another jag precursor ang b2 guidewire. There were no patient complications reported with the patient's current condition listed as "good".